Event description:
On (B)(6) 2010, the pt was implanted with an ams miniarc sling to treat stress urinary incontinence. It was reported that, "after experiencing pain, erosion and recurrent urinary tract infections, on (B)(6) 2011," the pt, "underwent a procedure to excise the exposed mesh."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.